Event description:
The physician has reported that the seriscaffold device has been removed due to "infected seriscaffold". This pt is in the (B)(6) study.

Manufacturer narrative:
Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion. However, as we have been informed that the pt has had surgical intervention we are taking the precaution of reporting this event to you."